Event description:
The complainant alleged that during a routine shift check by a medic, there was no sceen display with the device in either ac or dc mode. The complainant indicated that there ws no pt involvement in the reported malfunction.